Event description:
On 13-nov-2019: follow up information was submitted because result of complaint investigation of the returned used device (3 sets, 2 tubings) showed that all test results were within specifications. Based on the result: device, method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that he inserted the infusion set the day before this report and when he woke up the next day the tubing was disconnected from the quick release, but as per the patient the quick release appeared to be normal and his blood glucose level was 500 mg/dl at the time of incident. He also had nausea and self-treated with a manual injection on the morning of this report and another one while reporting. Currently, patient's blood glucose level was 500 mg/dl. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that he inserted the infusion set the day before this report and when he woke up the next day the tubing was disconnected from the quick release, but as per the patient the quick release appeared to be normal and his blood glucose level was 500 mg/dl at the time of incident. He also had nausea and self-treated with a manual injection on the morning of this report and another one while reporting. Currently, patient's blood glucose level was 500 mg/dl. No further information available.